Event description:
The customer reported that the image seems to be magnified. He can't annotate the image to move in the correct direction. No patient injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.